Event description:
The lay user/reporter contacted lifescan (lfs) in 2007, and alleged that the meter was reading inaccurately high. This complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the patient tested on her meter on the day before, at 11:00 pm and obtained a result of 326 mg/dl. She took an increased dose of nph insulin (9 units). The reporter was unable to state if the patient had symptoms at the time of concern. The patient went to the hospital and was tested on the hospital meter; the results were 55 and 47 mg/dl. She was treated with IV fluids. It was discovered by the customer care advocate, that the test strips were expired. The techniques for cleaning the puncture site and for testing their blood glucose were correct. This complaint is reported, as the patient allegedly obtained a high result, took insulin, at some point became hypoglycemic and required medical intervention.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.